Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure wherein the ipg will be replaced per preference and will be moved to a comfortable location.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure wherein the ipg will be replaced per preference and will be moved to a comfortable location.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure wherein the ipg will be replaced per preference and will be moved to a comfortable location.

Manufacturer narrative:
Additional information was received that there was no ipg replacement done. The battery was just moved to another location.